Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 219 mg/dl on his blood glucose meter. The consumer called for medical intervention because he felt his reading of 219 mg/dl was too low for him. When the emts arrived, they received a result of "300 something" on their blood glucose meter. During the call to customer support, it was revealed that the consumer does not control solution tests for integrity before using their initial test strips as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter and the test strips in question will be returned for eval.